Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper of two (2) intravia empty containers "came off completely off the port". It was further reported that this happened upon removal of the needle from the rubber stopper in the injection port. The even occurred after injecting labetalol. This issue occurred during setup and preparation. There was no patient involvement. No additional information is available.